Manufacturer narrative:
Jun wen ¿ chuan-zhi duan ¿ li-jing huang et. Al. Transarterial onyx embolization for patients with cavernous sinus dural arteriovenous fistulas who have failed transvenous embolization eight patients - 4 male and 4 female median age of 36 (range, 26-57) the device will not be returned for evaluation as it was consumed in the event. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Additional information has been requested from the author of this article regarding this case. Should it become available a supplemental report will be submitted.

Event description:
Medtronic received information through an article review that complications related to transarterial embolization procedures occurred in two patients, including left ipsilateral facial numbness in one case and right abducens paralysis and chemosis which were contralateral to the embolic approach in the other patient. Both complications were cured by intravenous methylprednisolone at a daily dose of 120 mg for a total of 3 days and mannitol at a dose of 50 g, divided into two equal doses and given every 12 hours for a total of 7 days.